Manufacturer narrative:
Concomitant medical products: product ID: 3037 lot# serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# va0d89p, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the patient had a urinary tract infection since about 4 days prior to the report. The patient was being tested again the following day to make sure it had cleared up. No further information was reported. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.